Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy and the suture was cut with ensizor scissors. As a result, the procedure was delayed by approximately 20 minutes and the physician redid the suture line. The procedure was completed with a new suture and new cinch. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required. Device evaluation block h11 the suturing cinch was not returned for analysis. However, media was provided and a media analysis was conducted. The attached documentation includes images showing the suture cinch inside the pouch after use. It is noted that the cinch plug is not deployed. The reported event of cinch failure to deploy is confirmed. A risk review of the suturing cinch was completed and confirmed that the events of cinch failure to deploy, additional device required and prolonged episode of care were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the probable cause selected is cause not established, because there is not enough evidence to determine whether the cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. For the event additional device required and prolonged episode of care, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.